Event description:
Patient's pump was making clicking noises; patient restarted the pump and finished the infusion. Since pump is deemed unreliable, had patient return the old pump and shipped out the new one. No adverse events reported as a result of the pump malfunction. Patient is sending malfunctioning pump back. Patient did not have the serial number or expiration date. Reported to (B)(6) by: patient/caregiver.